Manufacturer narrative:
On june 18, 2024, the distributor informed steris that the device will be returned for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The two devices subject of the event were returned to us endoscopy for evaluation. The evaluation found that there were multiple kinks and bends on the devices. The springs had buckling likely due to over articulation or excessive force being exerted by user facility personnel. The padlock clip defect closure system instructions for use include the following statements, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body." The device history records were reviewed, and no abnormalities were noted. Us endoscopy requested that the distributor offer in-service training to the user facility on the proper use and operation of the padlock clip defect closure system. No additional issues have been reported.

Manufacturer narrative:
Steris has contacted our distributor regarding the reported event to obtain additional information and determine if the device is available to be returned for evaluation. Our investigation is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to ansm that they were unable to release the clip during use of two of their padlock clips. The user facility used a different clip to complete the procedure resulting in a procedure delay. No report of injury.